Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module and provided the following data for an 89 year old female: customer reference ranges: patient normal ranges: 0-14 ng/l critical high range: >30 ng/l. Initial sample (sid: (B)(6) result was 6. Second sample (sid: (B)(6) initial result was103. It was reported that the patient's physician requested a repeat of the same sample after seeing high result. Repeat result on the same analyzer was 7. Third sample (sid: (b)(6 initial result was 8 and repeat result on the same analyzer was 6. There was no reported impact to patient management.